Event description:
User facility medwatch received and states: [patient experienced hematoma which was noted when micra introducer sheath was removed. Hemostasis was attempted with the coil, but the wire did not enter the bleeding area, so the attempt was abandoned. Hemostasis was stopped with a pci (percutaneous coronary intervention) balloon (7 mm in diameter and 4 mm in length) during which time thrombin injection was repeated under echo in the aneurysm, and hemostasis was completed, and the patient returned to the ward. It was suspected that the perclose device damaged the artery but it was reported that after a contrast study, the micra sheath had damaged the arterial branches. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).] No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part number and lot number were not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted because the part number and lot number were not reported. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. In this case it was reported the sheath likely damaged the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: medwatch report # mw5146710.